Event description:
It was reported in the publication "orthopaedic surgery 2020. Reduced surgical time and higher accuracy of distal locking with the electromagnetic targeting system in humeral shaft intramedullary nailing". In this study there were 60 patients bearing s&n trigen nail implant. It was reported that, there was a patient that the drill went out anterior to the nail because of secondary intradrilling malalignment.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data provided is from a chinese article, ¿orthopedic surgery 2020. Reduced surgical time and higher accuracy of distal locking with the electromagnetic targeting system in humeral shaft intramedullary nailing". This publication is related to master complaint case-2020-00023924. The provided translation was presented in excel spreadsheet in english. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.